Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Lesion characteristics and clinical factors are unknown. The 3.0 x 32mm taxus liberte monorail stenting system was unable to cross the lesion. Upon removal from the body, it was noticed that the stent had gotten flared. No patient complications were reported and the patient's status is good.